Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a bowel resection procedure the device clamped onto tissue and they were unable to remove it. The jaw would not open. The surgeon had to cut it off of the tissue. A like device is being used to complete the procedure. At this point there is no patient consequence. The procedure is ongoing.

Manufacturer narrative:
(B)(4). Batch # p9159w: the device was returned with the jaw stuck closed half way fired with a small piece of foreign matter within the jaws. The foreign matter appears to be a piece of medical dress used in the procedure. The device was forced to open to test the device. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). However, the device jaws were tested and there were found damage. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. Care should be taken not to close the jaw any other material than tissue, for further information on device use can be found on the IFU. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.